Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cough ("cough"), feeling abnormal ("have brain fog constantly"), dementia ("early dementia"), device expulsion ("left coil had fallen out"), pain ("I am in pain still"), menopause ("premenopause") and memory impairment ("my memory is worse now"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, cough, menopause and memory impairment outcome was unknown and the pain had not resolved. The reporter considered cough, dementia, device expulsion, feeling abnormal, memory impairment, menopause, pain and pelvic pain to be related to essure. The reporter commented: removal of essure put me in pre-menapause I'm only 41. Concerning the injuries reported in this case, the following one/ones were reported via social media: cough, stabbing pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received. Reporter information added. Event: my memory is worse now added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cough ("cough"), feeling abnormal ("have brain fog constantly"), dementia ("early dementia"), device expulsion ("left coil had fallen out"), pain ("I am in pain still") and menopause ("premenopause"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, cough and menopause outcome was unknown and the pain had not resolved. The reporter considered cough, dementia, device expulsion, feeling abnormal, menopause, pain and pelvic pain to be related to essure. The reporter commented: removal of essure put me in pre-menopause I'm only 41. Concerning the injuries reported in this case, the following one/ones were reported via social media: cough, stabbing pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events have brain fog constantly, early dementia. Reporter was added. On 23-mar-2020: no new information added. On 23-mar-2020: content received from social media.new event (device expulsion), premenopause, rcc and new reporter were added. Age group was added. On 23-mar-2020: content received from social media. New event (pain nos) and new reporter was added. On 23-mar-2020: social media received : reporter information added. On 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("left coil had fallen out"), pain ("I am in pain still"), cough ("cough"), feeling abnormal ("have brain fog constantly"), dementia ("early dementia"), menopause ("premenopause"), memory impairment ("my memory is worse now") and amnesia ("anyone experience memory loss:yes"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, cough, menopause, memory impairment and amnesia outcome was unknown and the pain had not resolved. The reporter considered amnesia, cough, dementia, device expulsion, feeling abnormal, memory impairment, menopause, pain and pelvic pain to be related to essure. The reporter commented: removal of essure put me in pre-menopause I'm only 41. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("left coil had fallen out"), pain ("I am in pain still"), cough ("cough"), feeling abnormal ("have brain fog constantly"), dementia ("early dementia"), menopause ("premenopause"), memory impairment ("my memory is worse now") and amnesia ("anyone experience memory loss:yes"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, cough, menopause, memory impairment and amnesia outcome was unknown and the pain had not resolved. The reporter considered amnesia, cough, dementia, device expulsion, feeling abnormal, memory impairment, menopause, pain and pelvic pain to be related to essure. The reporter commented: removal of essure put me in pre-menopause I'm only 41. Concerning the injuries reported in this case, the following one/ones were reported via social media: cough, stabbing pain and amnesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Event: anyone experience memory loss:yes added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain in pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cough ("cough"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and cough outcome was unknown. The reporter considered cough and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cough, stabbing pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event pelvic pain make serious incident. Device category changed from device other event to incident. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.